Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. No unexpected vibrating, blinking red lights or black display noted. No moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to verify keypad anomaly and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had a blank display and a vibrate anomaly after it has been exposed to water. The customer was assisted with troubleshooting and the display did not return even after a new battery cap has been used. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.